Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing a high definition lcd monitor for use, the image went off and it said "no sync" on the screen. There was no patient impact related to this occurrence.

Manufacturer narrative:
This reported is being updated to provide investigation findings and additional information provided by the customer. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. Conclusion: the definitive cause of the user's experience could not be determined. Based on the available information the following are the presumed possible causes: it is possible that the display setting and the input signal were different. It is possible that the image processing board failed. It is possible that the issue was caused by the use of other non-compatible/faulty equipment.